Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt had her vns explanted due to an infection. Explanted products were returned to the manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.